Event description:
Unable to deflate balloon of foley catheter. Unable to withdraw fluid from balloon port. Port cut without results. Foley cut without results. Md threaded a guide wire through the canal and deflated the balloon without any further difficulty.